Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4310. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation / functional test was performed, no damage identified or signs of malfunction that would contribute to the event. Markings due to the removal process. DHR review was completed for the subject lot number 60522001. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported 60522001 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, device malfunction did not occur. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
The customer reported, that the implant at tooth location #9 was placed, when the patient was a teenager. And as the patient grew a bit more, the aesthetic of the implant changed and needed to be replaced.

Manufacturer narrative:
Zimmer biomet (B)(4). G4: additional PMA/510(k) number: k011028/k013227. Product has been received by zimmer biomet. And the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.